Event description:
The user facility reported that the distal portion of the IV catheter tubing became detached during use. The following information was obtained from the user facility: (1) 24 hours after the infusion was started the patient noticed leakage from the catheter; (2) the medical staff removed the catheter from the patient and discovered the catheter was "a few millimeters shorter" than normal product; (3) it is unknown if the detached material remains in the patient; and (4) the patient is under observation.

Manufacturer narrative:
Other - based on the user facility information, non-resorbable material was potentially left unretrieved in the patient's body. The actual sample was returned to the manufacturing facility. Visual inspection confirmed the following: (1) the catheter was broken 14mm from the hub, with 18mm missing from the device; (2) the catheter was bent near the hub; (3) microscopic inspection found that the edges of the tubing adjacent to the point of separation were in the shape of a "v"; and (4) the remainder of the tubing edges adjacent to the point of separation are jagged with evidence of stretching of catheter material prior to complete separation. There is no indication that there was any relation to a device defect or malfunction. Although the cause of the reported event cannot be definitively determined based upon the available information, the appearance of the returned sample is most consistent with the catheter having been partially damaged / severed by contact with a sharp object (such as the introducer needle bevel) during the initial catheter placement, then becoming completely separated when it was pulled during removal . The device labeling does address the potential for such an event in the warnings / precautions section of the instructions-for-use by statements including: "do not pull the catheter with excessive force, do not push the catheter with excessive force, do not bend the catheter, the catheter might be broken and/or come off the connecting part." All available information has been placed on file in quality assurance for tracking, trending, and follow up. (B)(4).